Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. When the generator was powered on, the system successfully executed the power on self-test and powered on successfully. An error message stating ¿communication error¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board. The reported event was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause of the reported event was isolated to an abnormal functioning stimulation board.

Event description:
During a procedure the error message "controller not responding or not compatible" was displayed. Troubleshooting was unable to resolve the issue and the procedure was cancelled. There were no adverse consequences to the patient.